Event description:
The customer reported that the system corrupted and mixed patient image data. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The smart switch and system disk drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.